Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of tampon left inside - vagina [foreign body in reproductive tract] piece of tampon left inside [complication of device removal] piece of tampon (left inside) [device breakage] consumer sent e-mail stating that a piece of tampon was left inside of her. No serious injury was reported.

Event description:
Piece of tampon left inside - vagina [foreign body in reproductive tract]. Piece of tampon left inside [complication of device removal]. Piece of tampon (left inside) [device breakage]. Consumer sent e-mail stating that a piece of tampon was left inside of her. No serious injury was reported.

Manufacturer narrative:
On 29-mar-2021 product investigation results- no failure could be identified as a result of the investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon left inside - vagina [foreign body in reproductive tract], piece of tampon left inside [complication of device removal], piece of tampon (left inside) [device breakage]. Case description: consumer sent e-mail stating that a piece of tampon was left inside of her. No serious injury was reported.